Event description:
It was reported that the band eroded in the pt. The band was removed and a gastric sleeve was performed. The pt's symptoms were consistent with lack of restriction and abdominal pain. An endoscopy was performed and it was determined the band was eroded. Immediately following, the band was removed and the surgeon decided to perform a sleeve gastrectomy at the same time. This particular surgeon has never done a sleeve gastrectomy before and encountered many issues during the procedure. Consequently, the complications that the pt experienced were due to the sleeve procedure not the gastric band.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.